Manufacturer narrative:
Correction: it was reported approximately 5 years post the index procedure, follow up CT demonstrated the patient's right iliac has expanded and now measures 30mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 6 years post the index procedure, follow up CT demonstrated the patient's right iliac has expanded and now measures 30mm. The right iliac limb of the graft was now positioned at the aortic bifurcation, causing a type ib endoleak. Intervention was completed. The physician elected to implant 2 endurant limbs to create a distal seal extending from the graft flow divider to the right external iliac. The grafts were ballooned and final angio confirmed the endoleak has resolved. Per the physician the cause of the event is anatomy related due to disease progression. No additional clinical sequelae were reported and the patient is fine.